Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range pacing impedance measurement measuring, less than 200 ohms. (B)(6) technical services noted there appears to be a lead issue and recommended to evaluate in the office. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).